Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found that there was a malfunction with flexvision pc. Upon troubleshooting actions, fse identified an issue with flexvision pc. The flexvision pc has been returned for analysis and investigation confirmed a failure of the frame grabber card and hdd bay in the flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of the flexvision, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup, stalling at 00:00. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the flexvision-pc. The device was returned to expected functionality.